Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging the down arrow button on her onetouch ultramini meter was not responding. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately two weeks ago, exact date/time unknown. The patient reportedly manages her diabetes with an unknown type/dose of self adjusting insulin and advised the cca that she increased her food/drink intake in response to the alleged issue at an unknown date/time. She claimed that a few days after the alleged issue occurred, she developed symptoms of "blurred vision." It is not known if the patient associated the symptom with high blood glucose or low blood glucose as she denied receiving any form of treatment. It would have been helpful to understand if the patient discontinued use of the meter due to the alleged issue and/or how the issue caused her to develop the symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The alleged issue was not resolved with training. Replacement products were sent to the patient and subject products are pending return for investigation. Although it is not clear how the alleged issue caused the adverse event this complaint is being reported because the patient claimed she developed symptoms suggestive of a serious injury after the alleged issue occurred.